Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer insulation was melted, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the inner tubing was torn, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that noise and oversensing was seen on the right ventricular lead. The lead integrity alert was triggered. The noise could not be reproduced with manipulation. The lead remains in use and the patient is scheduled for follow up. No patient complications were reported as a result of this event. It was further reported that the lead was fractured. The lead was extracted and replaced.

Event description:
It was reported that noise and oversensing was seen on the right ventricular lead. The lead integrity alert was triggered. The noise could not be reproduced with manipulation. The lead remains in use and the patient is scheduled for follow up. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.